Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for surgery:pop, sui. Concurrent procedures: hysterectomy, removal of peritubular cysts, enterocele repair, cystoscopy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and bleeding. It was reported that patient underwent mesh removal on (B)(6) 2010 due to mesh erosion. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).